Event description:
The customer was sitting in the powerchair in his home when he smelled smoke. When he looked down, he saw flames from under the unit; he extinguished the flame with water. There were no injuries.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.